Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The most recent blood glucose reading was 6.1 mmol/l. The customer was vomiting leading up to the event. The customer was discharged later that afternoon. The caller stated that this occurred in september and that the device worked fine, but she reported that she had issues with the current lot of infusion set. She was not willing to troubleshoot. It was found that several no delivery alarms were showing in the alarm history. A hairline crack on the device display was also observed. The caller advised that the insulin pump worked fine, insisting that the issue was with her infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.